Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: (B)(6) 2008 explanted: product type lead product ID neu_unknown_ext lot# serial# unknown implanted: (B)(6) 2008 explanted: (B)(6) 2023 product type extension product ID neu_ins_stimulator lot# serial# unknown implanted: explanted: (B)(6) 2023 product type implantable neurostimulator g2. Foreign: netherlands the lead implant date is year valid. Refer to regulatory rep # 3004209178-2023-26071 for the report on the other ins that was involved with this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was confirmed that the high impedances from (B)(6) 2018 and (B)(6) 2023 were out of range. Lead model and serial number are unknown, it was implanted sometime in 2008. No further actions will be taken besides reprogramming, the issue has resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead serial# unknown product type lead. Product ID neu_unknown_ext serial# unknown implanted: (B)(6) 2008 explanted: (B)(6) 2023 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_unknown_ext, serial/lot #: unknown. H6 codes belong to the lead and extension. G2. Foreign: netherlands the extension implant date is year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that point 2 was too high on (B)(6) 2018 and on (B)(6) 2023 were also too high. It was reported that on the (B)(6) (2023) they replaced the ins due to eri (elective replacement indicator). It was a patient with an extension and they wanted to know if the extension was broken or the lead. It turned out to be the extension. It was reported that the reason/troubleshooting/evidence that led the rep to the conclusion that "it turned out to be the extension" that was broken was that they removed the extension and measured the impedances, only one electrode showed a high impedance then. The extension has been replaced during the ins replacement that was due to eri, as they thought it (the extension) was causing the high impedances. Later, they got very high impedances: in the first session report the connection to the ins was probably not good but points 3, 5 and 6 had normal impedances, in the second one they only got 1 point with 40,000 ohms but no notification that point was not good. Immediately postoperatively, point 4 turned out to be quite high, 10,442 but no report yet that it did not work. But now the manufacturer representative saw the patient on friday and they got a message that points 12 and 4 don't work (impedance table). The patient is stimulated at 5, 6 and 7. There were no environmental, external, and patient factors that may have caused the event. The manufacturer representative asked technical support to help them. The issue was not resolved at the time of the report. The patient status was alive with no injury. Additional information was received from the healthcare provider (hcp) and manufacturer representative (rep). Technical services reported that it seems that there is still an intermittent break in the system after all. It was seen on the first preoperative session report that contact points 1, 2, 4 and 7 have excessive impedance while contact points 0, 3, 5 and 6 have normal impedance. It seems that there is still a problem somewhere with contact points 1, 2, 4 and 7. From the second preoperative session report, the impedances have normalized back, probably after some manipulation. The impedances of contact point 2 still remain elevated. On the postoperative image, this trend continues. Only it can already be seen that the impedance is increased between 0 and 4. When they looked 11 days postoperatively, after daily life and exercise, again they could see the same picture as in preoperative 1. Only in this case, contact point 7 still seems to be doing well. The contact points in use seem to have normal impedances, so if the therapy remains good they could choose to leave it as it is for a while. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the out of range impedance was that there is probably an intermittent breakage in the system. The actions taken to resolve the issue were that for now they will try to program without using the electrodes with high impedances. The provided information has been confirmed with the physician/account.